Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient's mother stated the patient had ketones in which the cgm was displaying 10 mmol/l compared to the bg meter reading of 20 mmol/l. She stated the injected the patient with insulin and adjusted the insulin pump settings. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).